Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error which was reproduced during evaluation and confirmed through a review of the device event history log. Evaluation found excessive motor bearing wear with shaft end play and black material around the bearing. Also the inner and outer gearbox bearing were worn, with the inner bearing cage broken and starting to disintegrate and the outer bearing cage broken and disintegrated. Due to the motor/gearbox bearing failures, the motor assembly was replaced.